Manufacturer narrative:
At one month follow-up, the pt denied cardiac symptoms. Cypher select is not distributed in the us; however, it is similar to us distributed cypher product. Additional info will be submitted within 30 days of receipt.

Event description:
This pt with no history of cardio vascular disease or any significant medical history was admitted for acute myocardial infarction within 24 to 72 hrs and resting ECG changes suggestive of coronary artery disease or ischemia. The pt was given aspirin, clopidogrel and heparin at the time of the index procedure. The target lesion in the mid lad was described at 3.8x22mm, de novo, not ostial and smooth with little or no calcification. It was 95% stenosed with a type b2 classification. Predilated was conducted with an unk 2.5x12mm balloon at 14atms. A 3.0x23mm cypher was implanted at 18 atms with satisfactory results; post dilation was not conducted. Ivus was not done. Residual stenosis was reported to be 0%. Post procedure the pt was on aspirin and clopidogrel. Pre procedure cardiac enzymes and creatinine were not done; the troponin level was five times above the upper normal limit but normal within 24 hrs of the index procedure. On the same day as the index procedure, the pt reportedly underwent another procedure. The mid-lad was again treated for an 80% occlusion. Multiple attempts to clarify this info with the study site investigator have been unsuccessful. Based on the available info and the given time frame of the repeat procedure, this event is being reported as a possible acute thrombotic event. The pt was discharged home the following day on aspirin and clopidogrel.